Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a meniscal repair, while using a truespan meniscal repair system peek 12 degree the needle broke. Fragments were generated and removed from patient. The complaint device was received and inspected. It was observed that the needle was broken near of the proximal part. The broken piece was returned with the rest of the device. Also, the plastic sleeve of the device was deformed. Based on the received condition of the device, this complaint can be confirmed. The possible root cause can be related when the needle was inside the joint, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. A closer look to the assembling and in production control processes has been done; as a result, there was no incident. Thus, the possible root cause of the failure reported is not related to manufacturing. A manufacturing record evaluation was performed for the finished device lot number:6l41312, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a meniscal repair, while using a truespan meniscal repair system peek 12 degree the needle broke. Fragments were generated and removed from patient. No surgical delay or patient consequences reported. Additional information received from the affiliate reported the case was completed with another like device. It was also reported there was no delay in the case and the device will be returned for evaluation.